Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to a broken battery case. The results of the investigation found that the device's downstream occlusion (dso) seal was damaged. There was unknown patient involvement and no patient harm/adverse event reported.